Manufacturer narrative:
S/w version 4.11 j. Retainer ring = clear. Customer returned pump alleging cosmetic damage at the belt clip rails, and high bg on (B)(6) 2021. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locks properly into reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay. Cosmetic damage was not confirmed at belt clip rails. High bg anomaly not confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the belt clip was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.